Manufacturer narrative:
Initial reporter phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The device was disassembled and found that the driveshaft was broken. It was determined that excessive force was used during use. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance / testing, it was observed that the motor device was vibrating or extremely hot. There were no delays reported. There was no spare device available for use. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.